Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor unit. During an emergency patient procedure, no x-ray could be released by the operator while using the foot switch. The patient was relocated to a different medical facility for further medical treatment. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported event was completed. It revealed that due to a defective plug of the charging station, charging of the footswitch was not possible. The led on the footswitch indicates the battery status of the footswitch. If the footswitch is unavailable, fluoroscopy cannot be performed, however, x-ray image acquisition remains available using the hand switch. The affected part was replaced as part of service activity, which resolved the problem. The spare parts consumption of the wireless footswitch was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation.